Event description:
On 28/may/2024, it was reported that this patient on peritoneal dialysis (pd) expired on (B)(6) 2024 while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. Rather, it was reported that the patient died from a heart attack which was not related to dialysis treatment. In additional follow-up, it was confirmed with the patient¿s pd nurse that the patient was found expired on the morning of (B)(6) 2024 while in an unknown phase of pd treatment with the fresenius cycler. It was stated the patient was not brought to the hospital and was pronounced deceased at home. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), pre-existing cardiac disease and diabetes mellitus. The nurse was not able to specify the pre-existing cardiac disease due to the patient being discharged from clinic system. The esrd death form was not available. However, the nurse indicated the patient¿s cause of death was cardiac in nature although it could not be confirmed if the event was a heart attack. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had a medical history that included pre-existing cardiac disease and diabetes mellitus which all increase mortality risk. Currently, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. Based on the reported information, the patient¿s cause of death is likely to be associated with pre-existing comorbid conditions.

Event description:
On 28/may/2024, it was reported that this patient on peritoneal dialysis (pd) expired on (B)(6) 2024 while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. Rather, it was reported that the patient died from a heart attack which was not related to dialysis treatment. In additional follow-up, it was confirmed with the patient¿s pd nurse that the patient was found expired on the morning of (B)(6) 2024 while in an unknown phase of pd treatment with the fresenius cycler. It was stated the patient was not brought to the hospital and was pronounced deceased at home. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), pre-existing cardiac disease and diabetes mellitus. The nurse was not able to specify the pre-existing cardiac disease due to the patient being discharged from clinic system. The esrd death form was not available. However, the nurse indicated the patient¿s cause of death was cardiac in nature although it could not be confirmed if the event was a heart attack. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Event description:
On 28/may/2024, it was reported that this patient on peritoneal dialysis (pd) expired on (B)(6) 2024 while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. Rather, it was reported that the patient died from a heart attack which was not related to dialysis treatment. In additional follow-up, it was confirmed with the patient¿s pd nurse that the patient was found expired on the morning of (B)(6) 2024 while in an unknown phase of pd treatment with the fresenius cycler. It was stated the patient was not brought to the hospital and was pronounced deceased at home. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), pre-existing cardiac disease and diabetes mellitus. The nurse was not able to specify the pre-existing cardiac disease due to the patient being discharged from clinic system. The esrd death form was not available. However, the nurse indicated the patient¿s cause of death was cardiac in nature although it could not be confirmed if the event was a heart attack. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.